Manufacturer narrative:
The investigation for theautomated impella controller battery failure-red alarm has been completed. After reviewing the console logs, the reported battery failure was confirmed. There were numerous instances of battery failure (transport connection blown/missing) alarms observed the logs from the reported complaint date. The console was returned for evaluation. The reported battery failure issue was able to be reproduced. Results of running the batttest utility on telnet revealed that cell 4 in battery 2 had a voltage that was significantly less than the rest of the cells in the battery. The reported battery failure was determined to be caused by a cell imbalance in battery 2.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The biomedical engineer reported an automated impella controller (aic) battery failure during "prep." There was no report of harm to a patient.